Event description:
The event involved a plum 360 driver intl eng where it was reported that the device was faulty. It was believed that the infusion should have been over 2 hours but happened over 1 hour. However, the information was that the pump was set to 240ml/h and the bag was 300 ml; that is about one hour. There was patient involvement but no patient harm.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Manufacturer narrative:
Investigation summary: event logs downloaded. According to analyse/engineer: "engineering cannot confirm the customer¿s claim that the device is faulty. The pump is working as expected delivering within the design tolerance and alarming correctly. Engineering concludes the probable cause of the customer¿s claim is due to improper programming i.e., user entered 1 hour as the duration instead of the intended 2 hours." Visual inspection fails due a broken rear housing and fluid shield. Replaced these parts. Device failed the oclussion test. Replaced pressure detector, calibrated mechanism. Device passed the calibration and all pvt and functional tests.